Event description:
Customer stated that the insulin pump is not working correctly. This the second insulin pump. Customer reported a low blood glucose while driving; customer pulled over. The blood glucose reading at the time of the event was 32 mg/dl. The customer was transported by ambulance to the hospital. Hospital treated with IV. The low was brought up to 155 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.